Manufacturer narrative:
As the run data could not be provided, a thorough evaluation of the affected runs could not be performed. As a result, it is not possible to determine the root cause of the alleged discrepancies. A limited investigation was performed and a product problem was not identified.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The total number of samples alleged is unknown. However, as per the customer, the samples initially generated negative results. The patients were then admitted based on the negative results. The patients were then retested on a different platform (cepheid) a few days later which yielded a positive sars-cov-2 result. No harm alleged to date. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed as the total number of samples alleged is unknown.